Event description:
It was reported the patient presented in the hospital. Upon interrogation, it was discovered the implantable cardioverter defibrillator (ICD) delivered non-sustained right ventricular oversensing (nsrvo) alerts for psuedo-psuedo fusion and failed to deliver high voltage therapy for ventricular fibrillation (vf). Programming changes were made to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
Correction: g3 of previous report should have been 9 may 2024.